Event description:
The customer reported to customer service that her transformer is falling apart due to loose screws.

Manufacturer narrative:
A replacement power supply was sent ot the customer. In f/u with the customer, the customer stated that the transformer housing had multiple cracks that were like a puzzle but the housing was not breached. The customer stated that she did not see any sparking, smoking, fire or melting. The customer also indicated that no injuries were sustained as a result of the issue. A product eval revealed that the transformer housing was cracked in half, exposing inner electronics which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaint data trending will continue to be monitored by medela quality mgmt for investigation/CAPA consideration. Possible resolutions provided to customer: replacement product or online ordering info. Eval summary: a visual exam of the power supply revealed the transformer housing was cracked in half, exposing inner electrical circuitry. A visual exam of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.88 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 55.21 ohms, which is normal and indicates that the thermal fuse did not blow.